Event description:
It was reported that the patient's inflatable penile prosthesis functioned fine but the pump migrated towards the penis, making it difficult to operate. The pump was replaced. Patient is fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patients inflatable penile prosthesis functioned fine but the pump migrated towards the penis, making it difficult to operate. The pump was replaced. Patient is fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Additional information received that the pump was implanted to the dependent scrotum the pump migrated to the upper scrotum and the pump was revised. The original pump was removed and a new pump was implanted. The patient outcome was reported to be healthy the pump was returned for analysis. The pump was originally implanted on (B)(6) 2018 and was revised on (B)(6) 2018. The revision surgery occurred due to the migration. The patient has a history of the pump being adhered to the scrotal wall. The physician gave me direction to take ibuprofen and ice the area. The patient is also gently massaging the area to try and break the pump free. No signs, symptoms or indication of infection was reported. The patient will contact the doctor should any signs appear.